Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Although the device was not returned, an investigation was performed based on imaging and photos of the retrieved device. There appears to have been a number of intraoperative issues that resulted in a device that was broken and unstable after implantation, which was not identified through fluoroscopic imaging during the case. The broken implant was unable to provide sufficient interbody support and was thus able to migrate posteriorly. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On february 22, 2017, the company was made aware of a revision surgery being performed that day on a patient that had fusion surgery in (B)(6) 2016 in which the luna implant was used. Follow-up imaging showed that the luna 11mm lordotic implant had migrated posteriorly into the spinal canal, thereby causing the patient significant pain and requiring re-operation to resolve.